Manufacturer narrative:
The device has been received for investigation that is on-going. Once complete, a follow-up report will be submitted with evaluation of the device. Our subsidiary for that region has been contacted with questions to ask of the hospital for further details of the incident.

Event description:
It was reported that when the reamer passed through the tibial tunnel and over the guide pin and drilled to approximately 25-30 mm in depth; all of the sudden, the reamer broke at 3 fluted point in three pieces. In the received report is also mentioned that 'the surgeon had many problems in pulling out the two broken pieces of the reamer sank in the femoral tunnel and knee joint. Due to this incident, we had below problems: 1. Tourniquet time extended up to more than 35 minutes. 2. Problem of femoral canal widening.